Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance the endoscopic image of the subject device was not displayed intermittently. In the evaluation of olympus australia pty ltd, the following was confirmed; the endoscopic image was not displayed when evis 180 series videoscope was connected to the subject device. The electrical contacts of the video connector socket were dusty, had signs of corrosion. The electrical circuit board had failure. The inside of the subject device and the terminals on the rear panel were very dusty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. But, based on the investigation results, the probable causes are shown below: this phenomenon might have been caused by accidental failure of the components of the patient board which controlled the endoscope, the processing of the image signal from ccd and pre-processing. This phenomenon might have been caused by the failure of the communication between the endoscope and the subject device due to the corrosion of the electrical terminal of the video connector socket which might be caused by the connection of the endoscope to the subject device with insufficient drying of the video connector of the endoscope. If additional information becomes available, this report will be supplemented.